Event description:
Reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into the patient's eye and the haptic tore. The incision was enlarged to remove the lens and was replaced with another model lens. No sutures were used.